Manufacturer narrative:
This submission represents 1 of 163 events identified via active surveillance activities utilizing data from (B)(6). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by (B)(6), this (B)(6), 178 cm, (B)(6) (bmi=38), male patient underwent primary total prosthetic replacement using cement of the left knee via medial parapatellar approach on (B)(6) 2008. The indication for the index procedure was osteoarthritis. The patient was implanted with a optetrak knee system - cemented cruciate retained (cr) femoral component - size 5 (catalog 200-01-05, serial (B)(4)), optetrak knee system - cemented finned tibial tray - size 5f/5t (catalog 200-04-55, serial (B)(4)), optetrak knee system - cruciate retained (cr) tibial insert - size 5 - 9mm (catalog 200-25-09, serial (B)(4)) and heraeus medical antibiotic loaded high viscosity bone cement (catalog 66017569, serial (B)(4)). On (B)(6) 2011, approximately 31 months post implantation, the patient underwent revision due to aseptic loosening femur; aseptic loosening tibia; infection. The exactech were removed and replaced.

Manufacturer narrative:
The evaluation noted that revision reported was likely the result of infection and loosening between the implants and bone, possibly secondary to increased biomechanical stress. However, the contributions of infection, loosening, and patient conditions to the sequence of events cannot be confirmed since the devices were not returned for evaluation and no additional first hand details were provided. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the (B)(6). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices.